Event description:
The device audible alarm volume sounds low. The customer support engineer inspected the device and replaced the audio alarm. The unit passed extednded self testing. It is not verified that the alarm volume is out of specification and no malfunction may have occurred.